Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed as planned. A philips field service engineer (fse) supported the customer and confirmed that one of the wheels of a third-party trolley was detached. The reported problem was caused due to a loose screw. The customer tightened the loose screw to solve the problem. After tightening the loose screw, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that after moving the system, one of the wheels was suddenly detached. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.